Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. The customer's blood glucose level was 300 mg/dl. Reportedly, the customer removed an obstruction from the speaker holes and reloaded the cartridge to resolve the issue. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, the customer declined further troubleshooting with tandem technical support.